Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg due to possible infection. Reportedly, the ipg was eroding the skin. Patient was treated with prophylactic antibiotics and the physician ordered npo and an incision and drainage procedure.

Event description:
Additional information received identified that infection was ruled out and the issue was resolved.

Manufacturer narrative:
A patient experienced pain at the ipg due to possible infection was reported to abbott. It was determined the ipg was eroding the skin. The patient was treated with prophylactic antibiotics and the physician ordered npo and an incision and drainage procedure. The infection was ruled out and the issue was resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.